Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl and high ketones. Ketone level identified as life threatening by healthcare provider. Cause of bg was not known. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Bg was treated with glucose strips, intravenous fluids of electrolytes, sodium chloride, magnesium and potassium. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.